Manufacturer narrative:
The device was returned to olympus for inspection and the customer reported failure was not confirmed. However, the following reportable malfunction was identified during the device evaluation: noise occurs in the image. Based on the results of the investigation, a root cause could not be determined for the no image as the reported issue was not reproduced. In regards to the noisy image, the issue occurred due to deformation of the plug unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had no image. The issue had occurred during set up. There was no report of patient harm.